Event description:
The reporter stated that a pt was left on a bed sensor pad. The pt got up off the sensor pad and fell. The alarm did not sound when the pressure was taken off the sensor pad. The pt fell on the right side of her face. The pt's fall resulted in a broken wrist and bleeding in the brain. The pt is in critical care. The reporter added that the alarm was being used without the battery door and worked fine. The user facility inspected the alarm and bed sensor and they detected the sensor pad rj-11 clip was broken. The sensor was discarded by the facility after use. The alarm is currently working fine with a working sensor. The reporter was contacted on (B)(6) 2010 and no additional info was provided for this event.

Manufacturer narrative:
(B)(4). Wrist. The reported bed sensor pad was discarded after use by the user facility. The user facility inspected the alarm unit and no problem was detected. The alarm door that was missing was replaced at the facility. The alarm remains in use at the facility and will not be returned for evaluation. (B)(4).